Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pneumothorax after crtd implant. Patient was experiencing chest pain and dyspnea. Chest drain was performed. Patient recovered and was discharged from hospital.